Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The devices were reported to have been given to the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had undergone a left clavicle fracture procedure on (B)(6) 2019. Due to patient issues with painful hardware. The patient underwent a revision procedure (B)(6) 2019 at a different facility than the original surgery center. All original arthrex implants were explanted during the revision. No products were implanted during the revision procedure. The explanted devices are not available to return for evaluation. The products were kept by the patient. The following are the arthrex devices that were explanted: ar-2655cl, clavicle fracture plate, central third -left, (lot 5261832), ar-2665-14h, fragment screw, (lot 135138), ar-8835-16, low profile screw (qty 3), (lot 10240456), ar-8835-16, low profile screw (qty 3), (lot 10248912).